Event description:
During the procedure, the ats45 stapler was used and did not complete the staple line causing a failure of the device resulting in significant blood loss. FDA safety report ID# (B)(4).